Event description:
The consumer was using the rollator when the fork on the front caster allegedly broke, causing the rollator to collapse and the consumer fell. No serious injury is alleged.

Manufacturer narrative:
The manufacturer of this device is unknown.